Event description:
The report received from the study indicated that approximately six (6) months after the index procedure during the follow-up period, the pt had a routine angiogram and was found to have a 75% focal (>10mm length) in-stent restenosis (isr) of a previously implanted cypher select 2.25x18mm stent. The lesion was judged to need target lesion revascularization. The pt was negative for myocardial infarction (mi), there was no reported aneurysm or peri-stent restenosis. The pt was asymptomatic. The pt had a total of three cypher select stents implanted in different target lesions during the index procedure. There were no reported problems associated with the other stents. The isr was treated by implantation of an endeavor 2.25x14mm stent.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.